Event description:
It was reported that the patient presented with shortness of breath and was not feeling well. It was also reported that the implantable pulse generator (ipg) had early and rapid battery depletion and that the ipg "stopped working" right after reaching elective replacement indicator (eri). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was a part of the recall and following analysis acted in a manner relating to the recall. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(6). (B)(4).